Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. However, the customer stated that the insulin pump did not alarm no delivery when the infusion set's cannula was bent. The high pressure test could not be performed at the time of the report. The customer was advised to call back to perform the high pressure test. Nothing further was reported.